Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2006, the patient presented with herniated discs at l4-5 and l5-s1, spinal stenosis l4-s1 and ddd l4-s1. The patient underwent plif l4-s1 using rhbmp-2/acs, posterior instrumentation, and vertebral body spacers. On (B)(6) 2007 patient had a cervical epidural injection. On (B)(6) 2007 patient had left sided cervical facet blocks. On (B)(6) 2007 patient was seen for neck pain and low back pain. Per physician¿s notes, ¿at this point, there is nothing further I can offer the patient and he can be discharged from active care.¿ on (B)(6) 2010 patient presented with neck pain. (B)(6) 2010 patient presented with low back pain. MRI of the lumbar spine indicated ¿at the postoperative levels of l4-5 and l5-s1, there are multiple, extensive, thick walled enhancing fluid collections bilaterally filling the epidural spaces or the lateral recesses, and proximal foramina. None of this was present preoperatively. Whether this represents multiple areas of seromas, old hematomas, foreign body reaction, pseudomeningoceles or adhesions and nerve root sleeve cysts is uncertain. There is no evidence of arachnoiditis or intradural enhancement.¿ on (B)(6) 2011 patient presented with back pain, leg pain, radicular leg pain, increasing in severity going into his feet, including numbness of both the top and bottoms of the feet into his toes. X-ray indicated good alignment and what appears to be good fusion with no motion. MRI indicated severe cystic lesions at l4-5 and l5-s1 where the interbody devices were placed. CT myelogram confirmed that these are bony cysts that come out of the interbody area bilaterally completely obliterating the foramen and causing severe stenosis. (B)(6) 2011 the patient presented with persistent back and leg symptoms. On (B)(6) 2012 the patient presented with neck pain. Pt diagnosed with opioid dependence, and a detox program was recommended. Surgeon noted that the patient repeatedly requested pain medications during this visit.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2006: the patient presented with chief complaint of lower back pain. The examination of lower back revealed no scoliosis, normal lumbar lordosis, no swelling. The MRI from (B)(6) 2005 revealed two disc herniations at l4-l5 and l5-s1. The patient was scheduled to underwent spine procedure: lumbar, decompression, posterior lumbar interbody fusion, posterior instrumentation, posterolateral fusion, l4-5, l5-s 1. On (B)(6) 2006: the patient underwent diagnostic imaging of normal pa and lateral chest, which showed the lungs to be well aerated and clear with no evidence of active lung or pleural disease. The heart was normal as to size and shape. The bony thorax was intact. On (B)(6) 2006: the patient was diagnosed with following pre-op diagnosis: herniated disk l4-5 and herniated disk l5-s1. Spinal stenosis l4 to s1. Degenerative disk disease l4 to 81. The patient underwent the following procedures: l4-5 and l5-s1 laminotomy and microdiskectomy. L4 to s1 laminectomy, decompression, fasciectomy, and foraminotomy. L4-5 and l5-s1 posterior lumbar antibody fusion. L4-5 and l5-s1 placement of cages. Local autographed bone graft. L4, l5, s1 posterior instrumentation. L4-5 and l5-s1 posterolateral fusion. Injection of intrathecal morphine. A 360-degree fusion through a single posterior approach. Use of fluoroscopy. Intra-op: under fluoroscopic guidance, 2 guidewires were placed percutaneously into the l4-5 space. The soft tissue was removed. The pedicles were identified and nerve roots retracted medially. After an adequate diskectomy was performed, the attention was addressed to the l5-s1 disk. A foraminotomy was made in the l5-s1 interspace as well. A complete laminectomy of l4-5 and l5-s1 was then performed. Additional facetectomy and foraminotomy was also performed to ensure the nerves were well decompressed. The nerve roots were traced out laterally and found to be free of any further compression. The interbody fusion was addressed next. Using the tangent system, dilators were placed sequentially up to 1 0 mm into the disk space. The rest of the end plates were removed. 2, 10 mm x 26 mm cages were filled with rh-bmp2/acs and inserted into the l4-5, as well as l5-s1 disk spaces. In addition, some of the local bone graft was placed in front of the cages as well. Starting hole for the pedicle screws was made. A 5.5 mm tap was used to tap the pedicles. The 6.5 mm pedicle screws were placed in all 3 vertebral bodies. The transverse process of l4-l5 and the sacral area were then burred down to bleeding bone. The rest of the bone graft was placed in the posterolateral position, 2 rods were inserted and attached to the pedicle screws. Compression was placed across the pedicle screws prior to final tightening. The said screws were then tightened and broken off. The patient tolerated the procedure well without any complications. He was able to move his toes immediately postop and was taken to the recovery room in stable condition. X-rays showed good position of the hardware and cages and bone graft. On (B)(6) 2006: the patient presented for post-operative follow-up and complained of lower back pain, numbness/tingling in bilateral feet, radiating pain to bilateral buttocks posterior thigh posterior calf. The patient underwent x-rays of lumbar spine, which showed: implants intact, good alignment, healing well. On (B)(6) 2006: the patient presented for post-operative follow-up, lumbar fusion ((B)(6) 2006). The patient underwent x-rays of lumbar spine, which showed: implants intact, good alignment, healing well. On (B)(6) 2006: the patient presented with chief complaint of lower back pain, and underwent x-rays of lumbar spine, which showed good position of the hardware. The examination of lower back revealed no scoliosis, normal lumbar lordosis, no swelling. Gait: normal heel-toe reciprocal, able to ambulate on toes without difficulty, able to ambulate on heels without difficulty. On (B)(6) 2006: the patient underwent physical and complained of constant lower back pain, cramps on both hams and calves. On (B)(6) 2006: the patient presented with back pain and stiffness. The patient also reported of decreased tightness in both hams and underwent physical therapy. On (B)(6) 2006: the patient presented with lower back pain. Assessment: displacement of cervical intervertebral disc without myelopathy (primary), c5-6 bulge with small annular tear. Strain, lumbar. Degenerative disc disease, lumbar. Spinal stenosis of lumbar region. Cervical strain on (B)(6) 2006; (B)(6) 2006: the patient underwent physical therapy and complained of neck pain and lower back pain. On (B)(6) 2006: the patient presented for an office visit and complained of his neck pain, which was radiating down to the upper shoulders and numbness of hand. On (B)(6) 2006: the patient underwent MRI of the cervical spine. The sagittal imaging demonstrates normal anatomic alignment of the cervical vertebral bodies. At the c5-c6 disc space level a very small diffuse annular bulge was seen, which was transversing the inter-spinous space without spinal cord compression or foraminal encroachment. The cervical spinal cord, the cervicomedullary junction as well as the osseous marrow signal of the cervical spine are normal. On (B)(6) 2006; (B)(6) 2006; (B)(6) 2006; (B)(6) 2006: the patient presented for an office visit and complained of difficulty in sleeping due to discomfort in neck. On (B)(6)2006: the patient underwent physical therapy and reported increased flexibility and strength. On (B)(6) 2006: the patient underwent physical therapy. On (B)(6) 2006: the patient presented with neck and low back pain. Assessment: displacement of cervical intervertebral disc without myelopathy (primary), c5-6 bulge with small annular tear. Radiculopathy, cervical on (B)(6) 2007: the patient presented with neck and upper extremity pain. Assessment: displacement of cervical intervertebral disc without myelopathy (primary), c5-6 bulge with small annular tear. Radiculopathy, cervical. On (B)(6) 2007: the patient presented for the emg testing of bilateral extremities. Assessment: displacement of cervical intervertebral disc without myelopathy (primary), c5-6 bulge with small annular tear. Radiculopathy, cervical. On (B)(6) 2007, (B)(6) 2007, (B)(6) 2007: the patient presented with neck pain. Assessment: displacement of cervical intervertebral disc without myelopathy (primary), c5-6 bulge with small annular tear. Facet syndrome. Carpal tunnel syndrome. On (B)(6) 2007: the patient was diagnosed with cervical facet arthropathy/syndrome and underwent surgery for the same. No intra-op complications were reported. The patient tolerated the procedure and wall discharged after appropriate period of observation. On (B)(6) 2007: the patient presented with neck pain and low back pain. Motion limited by pain. Tender over paraspinal muscles. The patient underwent x-rays. Impression: lumbar spine x-rays show good position of the hardware. The bone graft fused nicely. The patient underwent MRI. Impression: cervical MRI the MRI report of the cervical spine states that there is a small disc bulge at c5-6, but there is no impingemention the spinal cord. Assessment: displacement of cervical intervertebral disc without myelopathy (primary), c5-6 bulge with small annular tear. Facet syndrome. Carpal tunnel syndrome. Degenerative disc disease, lumbar. Displacement of lumbar intervertebral disc without myelopathy. Strain, lumbar. On (B)(6) 2009: the patient underwent x-ray of lumbar spine due to r/o fracture. Impression: postoperative changes in the lumbar spine. No acute fracture. The patient underwent x-ray of lumbosacral spine. Impression: no acute bony abnormality. Fusion l4-s1. On (B)(6) 2011: the patient presented with chronic low back pain and bilateral leg pain with history of prior lumbar surgery. The patient underwent lumbar myogram. Impression: postoperative changes related to lumbar fusion from the l4 through s1 levels. There is no significant central spinal stenosis at the postoperative levels. Minimal degrees of spinal stenosis at l1-2, l2-3 and l3-4. The patient underwent CT lumbar spine with contrast. Impressions: postoperative changes related to laminectomies and fusion from the l4 through s1 levels. There is posterior fusion hardware with posterior bone graft and inter body fusion identified at the l4-5 and l5-s1 levels. There are abnormal areas of low density with peripheral sclerosis predominantly along the lateral aspects of the epidural space extending to the lateral recesses and neural foramina at the postoperative levels, likely corresponding predominantly to bone formation adjacent to the bone graft material corresponding to the areas of t2 hyperintensity seen on the prior MRI (the majority of these areas correspond to bone rather than fluid collections or cystic areas as suspected on the prior MRI). There is displacement and probable compromise of the l4, l5 and s1 nerve roots due to these areas of bone formation. Small cranially extruded left paracentral disc herniation at l2-3 causes mild to moderate narrowing of the central spinal canal and left lateral recess. Small left paracentral disc protrusion at l1-2 causes minimal central spinal stenosis. On (B)(6) 2012: the patient presented with neck pain. Diffuse tender points are noted throughout the cervical paraspinal muscles, trapezii, and both upper limbs and in no specific distribution. Pain at the extremes of motion, including flexion, extension, lateral bending and rotation. There are diffuse tender points appreciated involving the lumbar paraspinal muscles, the midline spinous processes from l4 through si, the sciatic notches and in the lower limbs, but in no specific pattern. Fingers to ankles with low back pain, hyperextension to 30 degrees, with low back pain. Assessment: cervicalgia. Lumbago. Opioid dependence.